Event description:
Customer called to report high bg readings of over 300 with no ketones despite boluses. Customer stated there was a small kink to cannula and site looked normal. Customer returned pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.